Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer's blood glucose level. During a pump system check with tandem technical support, the customer disconnected the tubing from the pigtail and requested a bolus. Customer received another occlusion alarm and at this point customer declined to continue further troubleshooting.